Manufacturer narrative:
A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The patient remains ongoing on left ventricular assist system (lvas) and no further related events have been reported at this time. Driveline infections and sepsis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report #22916596-2017-00271 for the report of the driveline infection and MFR report #2916596-2017-02210 for the report of the pump pocket infection. (B)(4). Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the hospital on (B)(6) 2017 with complaints of feeling feverish, weak and somnolent, with abdominal pain localized on the left upper side near the lvad pump since (B)(6) 2017. Blood cultures were positive for gram-positive cocci. The patient was diagnosed with bacteremia, admitted to the hospital and started on intravenous cefepime at 1 gram every 6 hours. The event was reported as ongoing. No additional information was provided.